Event description:
An endurant stent graft was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm with circumferential thrombus approximately one month ago. Vessel morphology was reported as the aortic neck was 21.9 mm in diameter proximally and 25.9 mm in diameter distally. The right iliac artery was aneurysmal and 5.45 mm in diameter; the left iliac was 8-9 mm and then enlarged to 11-12 mm in diameter. The pt had pre-existing clotting issues. An endurant bifurcated stent graft (ref mfg 2953200-2011-01724) and ipsilateral extension were placed on the right side, and a contralateral limb (ref mfg 2953200-2011-01725) and two contralateral extensions (ref mfg 2953200-2011-01726, ref mfg 2953200-2011-01727) were placed on the left side without issues. Later the same day, pt lost pulses on the left side below the knee, but there was a good palpable pulse in the left common iliac, there was clot below the knee, thought to be from emboli broken off from the sac thrombus. There was no kinking or occlusion within the stent grafts. The physician commented that the event was not device related. An embolectomy was performed to remove the emboli/clot, and the left side pulses were then described as fair. Plant to put the pt on dialysis. No add'l clinical sequelae were reported and the pt is fine. The pre-implantation films were reviewed internally which revealed large amounts of thrombus in the aaa and iliacs. Could not evaluate the stent grafts in-vivo as post-implant films were not returned for eval.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (emboli), (pre-existing thrombus).